Manufacturer narrative:
The system controller was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home, she experienced a "red alarm". The patient thought it was a battery alarm. The patient reported that she tried to resolve the alarm but couldn't. She exchanged her system controller without resolution. The patient experienced unspecified symptoms and called ems. The ems reportedly reconnected the driveline to the system controller and the pump restarted. The patient was brought tot the ER. Upon reviewing the patient's system controller log files, one transient pump stoppage event was found due to a pump disconnect from the system controller. The patient was discharged to home and her inr is within normal limits. No other issues were noted. Per additional information received, the vad coordinator reported that she is unsure of what actually occurred as the patient reported more than one version of the events. The vad coordinator is unclear of the reason for the pump disconnect alarm. Per the vad coordinator the patient's pump was off for approximately 20 minutes. She stated that the patient sleeps while on battery power and has been instructed to tether to the power module while sleeping. The patient's batteries were noted to have 300 uses without calibration performed. The patient was reinstructed on proper battery usage, care and calibration. The vad coordinator also thought that the patient might have experienced a red battery alarm, even though it did not show on interrogation, and then tried to exchange her system controller using the same batteries. The vad coordinator stated that she discovered the patient was keeping electronic devices and credit cards in her bag with her system controller and batteries. The patient was instructed to not keep them in with her system controller.

Manufacturer narrative:
Device evaluation: the reported motor stop event was confirmed upon review of the returned system controller log file that captured an atypical pump disconnected event where the pump was stopped for approximately 25 minutes. There was no elevation in power prior to the reported motor stopped event and the system controller was connected to charged batteries at the time of reported event. Throughout the remainder of the submitted log file, the system operated as intended. It was reported that the ems personnel reconnected the driveline to the system controller and the pump restarted. The system controller was functionally tested and found to operate as intended. There were no difficulties connecting the returned system controller to the test pump. The reported events could not be correlated to a device related issue. A review of the device history records revealed that the device showed no deviations from manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.